Event description:
A recalled bard product -bard composix kugel-was the mesh used to repair this patient's hernia in 2005. The patient now has an infection, and pieces of mesh are migrating out the lower end of his previously healed incision. So far the repair is holding, and the patient is not a good surgical risk.